Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the patient¿s admission for a pre-existing condition, the patient underwent a device check. It was noted that the right ventricular (rv) lead exhibited a decrease in r wave amplitude. The right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing, and the lead was reprogrammed. The patient was a participant in the (B)(6) registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.